Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient had low blood glucose. The customer reported that she was getting calibration errors and the next morning she passed out and crawled to the kitchen and got some juice. Patient's blood glucose at time of incident was 24 mg/dl. Patient's current blood glucose was 186mg/dl. Patient has been experiencing low blood glucose for saturday morning and night. Based on customer report customer does not allege pump was over delivering. The insulin pump will not be returned for analysis.